Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the physician commented that there were difficulties at the access site at the groin. The physician noted that during a venous access attempt that the artery may have been punctured. The device was implanted. A hematoma at the access site in the groin was noted, which was difficult to assess due to the multiple access sites. After the case concluded, the vein was closed using a perclose proglide, and the nurse that was holding pressure commented on a hematoma. An hour post implant, the patient experienced a seizure and and a stroke and was treated for the stroke with clot-busting medications. Physician believed that the seizure and stroke were caused by a medication reaction, but this could not be confirmed. The patient had bleeding from the access site in the groin. In recovery, the patient coded and was not able to be revived. The location of the amulet occluder was verified via echo to be stable.

Manufacturer narrative:
It was reported that one hour post amulet device implant the patient experienced a seizure and and a stroke and was treated for the stroke with clot-busting medications. Also reported that the patient had bleeding from the access site in the groin. In recovery, the patient coded and was not able to be revived. Information from field indicated that there were difficulties at the access site at the groin and that during a venous access attempt the artery may have been punctured. A hematoma at the access site in the groin was difficult to assess due to the multiple access sites. After the case was concluded the vein was closed. The location of the amulet occluder was verified via echo to be stable. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on medical review performed at abbott, the exact cause of death is uncertain but may be related to vascular access site bleeding that ultimately resulted in hypotension and a cardiac arrest. The cause for the seizure and stroke are uncertain and the physician indicated that they might be related to medication. However, based on the information received, the exact cause of the seizure, stroke and patient death could not be conclusively determined. The reported intervention was a result of case-specific circumstances as the patient was coded in recovery. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.